Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that while at the beach, the customer put the pump inside a cooler. Upon removing the pump from the cooler, the pump was unresponsive. Although the pump was left to dry for an hour and then plugged into a power source, the pump was still unresponsive. There was no impact to the customer's blood glucose (bg) level at the time of the reported event. However, the customer stated that they anticipated bg level would become elevated while not using the pump.